Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition and with an ecr45g cartridge loaded on the device. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/10. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition the cartridge pan was noted to be partially detached at left proximal end. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a lobectomy procedure, the device was successfully fired three times on the lung. On the fourth firing with green reload, the surgeon noticed that when device was fired, there was a higher force to fire. The device was removed and on specimen side, it was observed that all three staple lines deployed as intended. On the patient side, it was observed that on the outside row of staples (closest to patient), the proximal and distal ends of staple line formed staples, but there was "gap" of unformed staples in middle of this staple line. The two inner rows of staples deployed but did not form. The staples were laying "unformed" on tissue. To control bleeding, the surgeon immediately used new device of same code and new green reload to fire another staple line. There was minimal bleeding (amount could not be quantified) and no blood products were needed to be given.